Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was both heavily calcified and tortuous and 90% stenosed. After lesion pre-dilatation, the xience xpedition stent delivery system was advanced, but after several attempts to cross the lesion, failed. Resistance was met during removal of the stent system and once out of the anatomy, the stent struts were noted to be flared. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another xience xpedition was implanted to complete the procedure. No additional information was provided.

Manufacturer narrative:
H6:: device code 2017 - removed. H6; conclusion code 18 - removed.

Manufacturer narrative:
H6 2017 - reinsertion. A visual, dimensional and functional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience xpedition, everolimus eluting coronary stent system (eecss) instructions for use (IFU), states: an unexpanded stent may be retracted into the guiding catheter one time only. It is unknown the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us. D10: date of device return.

Event description:
Subsequent to the initial 30-day medwatch report, it was noted that the device may have been retracted back into the guiding catheter and re-inserted multiple times. No additional information was provided.